Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
A third party biomed contacted physio-control to report that when attempting to go into service mode on a customer's device, the device will go into regular mode instead. The biomed was unable to confirm that soft keys on the device were functioning properly. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Event description:
A third party biomed contacted physio-control to report that when attempting to go into service mode on a customer's device, the device will go into regular mode instead. The biomed was unable to confirm that soft keys on the device were functioning properly. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Field e4 initial report sent to FDA of the initial MDR indicates ¿ blank field e4 initial report sent to FDA of the initial MDR should have indicated ¿ no